Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed for provided material number 309653 and lot number 0058581. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, four photos were provided for evaluation by our quality team. They show syringes and from the photos we can see that three of the have what appears embedded degraded resin. From the other photos it is not possible to observe any other defect or imperfection. It could be possible for the embedded degraded resin defect to occur during the syringe molding process. Degraded resin inherently builds up, can break loose and be molded into components. Investigation conclusion: based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed. Root cause description: syringe molding process. The embedded degraded resin in the barrel can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components. Rationale: further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 4 bd luer-lok¿ tip syringes were found with foreign matter inside them, and 1 syringe had a damaged barrel. The following information was provided by the initial reporter: "5 defective bd 50ml syringe". "Five syringes were found to have defects. 2x syringes have an orange substance inside the syringe. 1x syringe has a black smudge inside the syringe. 1x syringe has black dots within the syringe. 1x syringe has a scratch on the outside of the syringe and has black markings within the scratch."